Event description:
It was reported that pump malfunction alarm occurred with no notable events prior to the issue and malfunction message was resettable, with no recurrence after reset. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.